Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device was exhibiting suction issues indicating low flow. The physician attempted to reposition the device but was unsuccessful. Additionally, the patient experienced a run of ventricular tachycardia and an automatic implantable cardioverter defibrillator was utilized. It was reported that the patient was paced for a while and developed an intrinsic rhythm. Additional information noted the patient was made do not resuscitate. Care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise). No allegations were made towards the impella for the cause of death.